Manufacturer narrative:
(B)(4). Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade would not rotate and did not function from the start. The device was taken out of the pt, inspected and put back in pt and is still did not work. A second like device was used to complete the case with no adverse pt consequences.